Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were 10 lines where a leak had occurred. There was unknown patient involvement.

Manufacturer narrative:
H3: ten used units were received for evaluation. Photos of the affected products were also provided. Visual inspection showed no visible defects. Functional testing was performed, and the leakage at the micron filter was confirmed in 5 of the 10 units. A lot history review was performed and no anomalies were identified.